Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition the battery gauge was fluctuating. Customer's blood glucose was 360 mg/dl. Reportedly, the customer was ultimately able to clear the alarm after loading a new cartridge and resumed insulin delivery.